Manufacturer narrative:
May 2019 bimonthly report. Exemption e2013025. The total number of events for product classification code otp is 4. Qty 2- avaulta plus biosynthetic support system- anterior, sterile. Qty 2- avaulta plus biosynthetic support system- posterior, sterile. Device evaluated by MFR: no sample received.

Event description:
May 2019 bimonthly asr.